Event description:
Treatment of a cerebral avm (arteriovenous malformation). During the procedure, it was reported the mirage guidewire came out of the shaft of the marathon catheter near the distal end. Another device was used to complete the procedure. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00131.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported experience.(B)(4).

Manufacturer narrative:
The mirage guidewire was returned protruding from the marathon catheter hub for approximately 26.30cm. Upon further examination, the guidewire was found to be punctured through the catheter proximal of the distal marker band at approximately 0.10mm from the catheter tip. The guidewire was found to be protruding from the punctured location for approximately 1.5cm. The guidewire was stuck inside the catheter and unable to be removed. The guidewire coating was found damaged; however, the cause could not be determined. All products are 100% inspected for damage and irregularities during manufacture.